Event description:
It was reported that both leads were explanted approx. 54 months after implantation. The ventricular lead was suspected of insulation damage.

Manufacturer narrative:
The linox smart and the safio leads were returned for analysis. Linox smart promri s65 in the returned state, the lead had been cut through 11cm distal of the is-1 connector pin. A 21cm long medial fragment was not available for analysis. The returned fragments were extensively analyzed. The visual inspection detected signs of abrasion at the segments that lead from the fork to both the is-1 and df-1 connector. However, there was no fraying to the outer coil. These damages are with high probability the cause of the clinical complaint. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure and friction at the generator housing and/or a partner electrode. More damage, such as the deformed right-ventricular shock coil, was probably caused during the extraction process. The manufacturing processes of both leads were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.